Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer addressed the issue by changing the infusion set and cartridge, and resumed insulin therapy, with no need for additional assistance. Reportedly, the customer was using the pump off label by using cold insulin and not removing air from the cartridge during the load sequence.